Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were intra-op impedances with c3, which resolved after reseating the lead, and then changed to c2.the physician reported the ins connector block was wet, in which they reseated lead a few times and also attempted to dry out the port with air. The ranges of impedance was 4,000 ohms, and actual values were 2367 and 2800 ohms. During the lead placement, patient received motor response on all contacts but after connecting to ins had the impedance issue. Lead was not loose in the header block. They performed a motor response with electrodes 1-2 (which were not in the yellow). Patient received motor response @ .4ma. Discussed the 1 2 electrodes are good and they can consider closing.